Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer received a no delivery alarm during the priming process. The user also stated that there was scratch on the screen. Customer declined to provide their blood glucose level unknown. Troubleshooting was not completed for the no delivery alarm. No harm requiring medical intervention was reported. The pump will not be returned for analysis. No product is expected to return for analysis.